Event description:
It was reported that the right atrial (ra) lead had high threshold, impedance and has periods of oversensing. The ra lead outputs will be decreased, the lower rate will be updated and the ra lead will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.